Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be used with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The sheath tip appears cut. The anchor is visible in the distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the sheath tip. The anchor was manually pulled, deploying the anchor, collagen, and tamper tube successfully. The complaint can be confirmed for a non-deployment device pullout. The anchor was present in the returned device and the device was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the physician performed a right lower extremity angiogram with intervention. The physician accessed the left superficial femoral artery deliberately, and made sure the access was farther than 2cm from the bifurcation, as to not catch the footplate on the bifurcation. Access was gained with a 5 french pinnacle sheath and exchanged that for a 6 french x 90cm destination sheath. After the procedure was completed, an angiogram was performed of the left common femoral artery (cfa) and superficial femoral artery (sfa). The angiogram showed no atherosclerosis or plaque in the area, and a vessel larger than 4mm. The access was also at the appropriate angle. A 6 french angio-seal was opened for closure. There were no issues in gaining access with the sheath, nor with introducing the angio-seal (as) device. Appropriate technique was used in locating the arteriotomy. The physician introduced the as device into the as sheath, the parts clicked together and then the cap was pulled back for the second click. When the physician retracted the angio-seal device, the entire device came out. Manual pressure was held to obtain hemostasis. The footplate of the angio-seal could not be seen at the end of the as sheath; therefore, the physician used a blade to cut into the tip of the as sheath to verify that the footplate was still in the sheath, which it was. The patient developed a hematoma during manual compression, and an ultrasound was used to access it in the procedure room. The physician decided no intervention was needed for the hematoma. The procedure was successful, and the patient remained stable throughout. The blood loss was less than 250cc. There was no patient injury and/or require medical or surgical intervention.